Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during vitrectomy procedure, an ophthalmic laser probe was able to be emitted with four spots, but when switched to one spot, the surgical area was not cauterized. It was unclear whether the laser was emitted or not. The surgery was completed on the same day after replacing the product with another one and there was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A laser probe (lp) was returned for testing on this investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot number was performed. There were no relevant contributing factors identified. A review for complaints reported against this lot number was performed. No similar complaints were reported for the product lot under investigation with the same event code. The lp was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The laser and aiming beam were fired and visually assessed. There were no issues with the power output. The lp was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).